Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber had a hole on the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up arrow keypad button was unresponsive and the ok, down arrow and contrast buttons responded appropriately. There was evidence of corrosion found under the up, down and contrast button contacts. Evaluation revealed a keypad leak. Unrelated to this complaint, the lens film was scratched, which has no effect on insulin delivery function.

Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported going swimming on (B)(6) 2012 after which the pump was working normally. The patient claimed that on the morning of (B)(6) 2012 the ok button became unresponsive and the up and down arrow buttons started to stick. The patient stated that the pump was not responding to bolus requests. The patient denied any damage or trauma to the pump. The patient reportedly wore the pump in a pocket and does not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.